Manufacturer narrative:
The insulin pump had no excessive no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was tested with a water fill test reservoir. No air bubbles anomaly noted. Also, programed several bolus and primed. The insulin pump was delivered properly. The insulin pump had cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 470 mg/dl at the time of incident. The customer's blood glucose was 466 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump failed twice. The customer mentioned that they had blood at site. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.